Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The legal manufacturer (lm) reviewed the content of this complaint. The lm reported that the cause of the event could not be conclusively determined. However, the most likely probable causes are as follows: the result of culture test by the user was positive. Though it is difficult to specify, we presume the cause of germs detected as follows: -1. User¿s cds process possibly differed to sbc¿s cds process, which caused insufficient reprocessing. -2. Contamination possibly occurred in microbiological testing. -3. Reprocessing possibly insufficient due to the device defects. The legal manufacturer confirmed the subject scope was shipped in accordance with specifications via DHR.

Manufacturer narrative:
As part of our investigation, the service center followed up with the user facility regarding the reported event and was informed that the scope has not been eto sterilized . The cleaning and disinfectant solutions being used were tergal detergent 800;- manual cleaning; intercept detergent for aer; rapicide disinfectant for aer. The minimum effective concentration is being checked each cycle of the aer processing. The type of aer being used to reprocess the endoscopes are medivator advantage plus serial numbers are as follow: (B)(4). Pre-cleaning is being performed immediately after a procedure. Pre-cleaning is bring performed at bedside by nursing staff post procedure-follow olympus IFU section 5.2 reprocessing manual for pre cleaning- aw channel cleaning adapter (mh-948); wipe insertion section; aspirate water; flush water; flush water channel with water and air;-per all required pre cleaning timings via IFU. Upon completion of pre-cleaning attach water resistant cap. The endoscope is being leak tested prior to the manual cleaning with a zutron medical model number 180140949. The endoscope channel is being brushed during manual cleaning with an olympus single use combination cleaning brush #bw-412t. There have not been any problems noted with the aer. The last preventative maintenance for the facility¿s aers were as follows: sn.(B)(4)- (B)(6) 2020; sn. (B)(4) (B)(6)2020; sn. (B)(4) (B)(6) 2019; sn. (B)(4) (B)(6) 2019; sn. (B)(4) (B)(6) 2019; sn.(B)(4) (B)(6) 2019; sn. (B)(4) (B)(6) 2019; sn. (B)(6) 2019. The date of the last reprocessing in-service conducted by an endoscopy support specialist was in (B)(6) 2019 via olympus. Subsequent educational training provided by the user facility's in house training & development team. There has not been any changes with the facility¿s reprocessing personnel since the last on-site visit by an olympus endoscopy support specialist. All reprocessing personnel are trained on how to properly reprocess an endoscope. The endoscope is being stored in a temperature controlled storage unit, vertical hanging with the elevator in the open position for optimal drying. The scope has not been returned for evaluation. The cause of the reported event cannot be determined.

Event description:
The service center was informed that the scope cultured positive on (B)(6) 2020 with 11cfu coagulase-negative staphylococci (cns) and on (B)(6) 2020 1 cfu viridians. A copy of the scope culture results is unavailable. The user facility reported that based on the organism and low colony count there was no recommendation to screen patients. No patient infection occurred.

Manufacturer narrative:
This supplemental report is being submitted to report the device evaluation results. Please the updates in sections. The customer returned the tjf-q180v video scope serial (B)(4) for evaluation due to positive culture. The user¿s complaint was not confirmed. A visual inspection was performed upon the received condition and was unable to find any signs of foreign stain/substance/residue/material inside the biopsy channel and suction channel when inspected with olympus boroscope. Additionally, there were signs of foreign stain/residue/substance on the insertion tube, bending section cover, bending section cover glue, elevator forcep raiser and distal end of the scope. The scope passed the leak test. In addition, there was discoloration noted with the bending section cover glue from the insertion tube and distal end areas and discoloration noted with the light guide lens/objective lens glue. Based on the evaluation, the cause of the reported complaint was unable to be determined, as there was no abnormalities or foreign material/stain/residue/substance inside the channels that would have contributed to the positive culture. The cause of the discoloration on the bending section cover glue is due to the chemical damage